Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at a dose/concentration stated as ¿4¿ via intrathecal infusion pump for non-malignant pain. It was reported the patient had heard the single tone alarm sounding on the pump for about 3 weeks and it was because the patient needed a refill. The patient didn¿t have an hcp to refill the pump and was offered an hcp list.